Event description:
It was reported that the patient experienced asystole and dizziness. It was noted that the implantable pulse generator (ipg) exhibited pacing problem, where device would lose capture of pacing for no reason at all, while all numbers on the competitor leads were stable and consistent. Patient required temporary pacing as device kept losing capture even after settings adjustment. During revision procedure when new pacing lead placed, capturing issue persisted even with temporary pacing lead. Ipg was removed and replaced. Lead rev. (B)(6) 2024, fractured sfj 1388t capped. Tyrx placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).